Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to calibrate. Customer's blood glucose was 460 mg/dl due to being sick. Customer was advised that not being able to calibrate was due to high blood glucose over 400 mg/dl. Customer declined troubleshooting for high blood glucose.